Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, it was determined that the maneuvers of the fenestrated bipolar forceps instrument were uncontrolled, and it was also observed that its rotation ability was limited. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-nov-2024: the issue occurred when the surgeon's head was inside the high-resolution stereo viewer (hrsv) and while the surgeon attempted to manipulate instruments. The instrument was not static. The instrument was moving on the right direction, but it moved in an uncontrolled way. Instrument had a delay. There was no shakiness or friction observed. Customer attached the instrument to another arm and observed the same problem. Customer attached another instrument to the arm where it was attached to, and there was no problem. There were no external collisions. The issue was persistent. The problem existed from the beginning of the case. Customer does not know the serial number of the arm drape. The drape was not available for return, but if there was a problem with the drape, there would be a problem with the backup instrument as well. The backup instrument worked without any problems. There was no injury with the patient. The instrument was inspected prior to use, there was no visible problem. The problem happened at the beginning of the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.